Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The left common iliac artery was aneurysmal. It was reported that there was aneurysm enlargement of the left common iliac artery due to a possible type ib endoleak. The aneurysmal left common iliac artery required additional treatment to be performed. The stent graft was extended to right above the bifurcation of the internal iliac artery and the external iliac artery in order to preserve the left internal iliac artery.

Manufacturer narrative:
(B)(4).